Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "this patient is a subject in stryker's triathlon tritanium study. A study completion form was submitted almost a year and half after the event indicating the subject had a revision/removal of the tibial baseplate. The only comments left by the site regarding the revision was that the "subject had failed right knee replacement and had revision surgery".

Manufacturer narrative:
An event regarding a revision involving a triathlon tritanium baseplate component was reported. The event was not confirmed. Device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other reported event for the lot referenced, this relates to the same patient for their previous mua procedure. Conclusions: an event relating to revision was reported. The reason for the revision was not provided. Further information such as the reason for the revision, evaluation of the explanted devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "this patient is a subject in stryker's (B)(6) study. A study completion form was submitted almost a year and half after the event indicating the subject had a revision/removal of the tibial baseplate. The only comments left by the site regarding the revision was that the "subject had failed right knee replacement and had revision surgery".